Manufacturer narrative:
Only the lcd screen was returned to the manufacturer.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the display screen was found to have a black area on the screen. The device's lcd screen was replaced to address the issue. The lcd screen was returned to the manufacturer's quality assurance laboratory for further investigation. The glass screen was found to have physical damage, rendering the display partially viewable.